Event description:
The patient ((B)(6)) is implanted with a peripheral nerve stimulation system (off-label). It was reported, the patient is experiencing a stinging soreness at the ipg site. The reported discomfort, described as a grabbing/shocking sensation, lasts for up to an hour at times and is said to occur when the amplitude setting for the patient's therapy system is high. A diagnosis test found a low impedance measurement for one lead contact. The text course of action in this matter has not been decided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.